Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please provide procedure name: no further information is available. Can you please confirm if the foreign matter is a human hair? No further information is available. Where was the foreign matter found, inside the sealed primary package? Or outside the sterile barrier? Inside the sterile package. Any photos available for visual analysis? No photos are available. How was the procedure completed? No further information is available. Please provide lot number no further information is available. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. Before use on the patient, it was found that there had been a foreign substance like a human hair. There were no patient consequences reported. Additional information was requested.